Event description:
Olympus was informed that during a bronchoscopy procedure, an inner rubber ring detached from the subject device and fell into the air way of the pt. The ring was reportedly retrieved from the pt with suction function of the bronchoscope. The doctor commented that the ring likely detached when a non olympus bronchosorption device was inserted through the subject device, and the ring was pushed out when a non olympus cytology brush was inserted through the subject device and the channel of the bronchoscope. There was no pt report related to this event.

Manufacturer narrative:
The device has not been returned to olympus for evaluation. If additional information becomes available at a later time this report will be supplemented. This report is being submitted as a medical device report in an abundance of caution.